Manufacturer narrative:
Citation: cresce gd et al. Minimally invasive endoscopic aortic valve replacement: operative results. Seminars in thoracic surgery. 2020; 32:416-424. Doi: 10.1053/j.semtcvs.2020.01.002. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective study into the operative results of minimally invasive endoscopic aortic valve replacement. All data were collected from a single center between july 2013 and september 2018. The study population included 125 patients (predominantly male, mean age 68.8 years), 20 of whom were implanted with a medtronic mosaic bioprosthetic valve (no serial numbers provided). Among all patients, 1 death occurred within 30 days of operation. It was reported that the death was a ¿consequence of a mediastinitis that caused a sudden aortic rupture in the 20th postoperative day¿. Multiple manufacturer¿s devices were implanted in the study population, and it was not disclosed which manufacturer¿s device this patient received. Based on the available information medtronic product was not directly associated with the death. Among all patients, adverse events included: bleeding requiring re-exploration or a transfusion, permanent pacemaker implantation, new onset atrial fibrillation, acute kidney injury, continuous veno-venous hemofiltration, mediastinitis. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic received additional information that medtronic product did not cause or contribute to the death referenced in the literature. Furthermore, a medtronic product did not relate directly to any of the adverse events referenced in the literature. No additional adverse patient effects were reported. A4: patient weight added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.